Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the patient's pump was exchanged due to suspected pump thrombus.